Event description:
After an implantation period of approx. 40 months, a non specific dysfunction of the rv lead was observed via homemonitoring. The lead and the ICD were explanted.

Manufacturer narrative:
The ICD and the lead were returned for analysis. First, the memory content as well as the therapeutic functionality of the ICD were thoroughly analyzed. During analysis of the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD, especially of the sensing functions, proved the device to be fully functional. There was no indication of a device malfunction. Next, the performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed 28cm distal to the df4 connector pin, that the lead body was found squeezed and deformed, which is assumed to be the root cause of the reported lead disfunction. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first rib region. Furthermore, the insulation was found damaged due to wear from 55cm to 57cm distal to the df4 connector pin. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Damages such as cuts into the insulation 22cm distal to the df4 connector pin, most likely occurred during the extraction procedure. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.